Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary electronic quality management system (eqms) search: a query was run in the eqms on (B)(6) 2025 against "lot number 6009944 and similar malfunction code (s: soft cannula bent/kinked/crimped after removal blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6009944 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on (B)(6) 2025 against "lot number" criteria equal 6009944 and similar malfunction soft cannula bent/kinked/crimped after removal blockage, soft cannula found kinked upon removal from infusion site, idd-pmc05.26 soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The count of complaint is 2 the complaint number is (B)(4). Device history record (DHR) review: the lot 6009944 was manufactured according to the work instruction (wi) version 74 manufactured in the inset 6, on (B)(6) 2024 with a total of (B)(4) units. Gluing tube assembly: the lot 4k01344 was manufactured according to the wi version 65 manufactured in the machine sc02, on (B)(6) 2024 with a total of (B)(4) units. The lot 4k04485 was manufactured according to the wi version 65 manufactured in the machine sc02, on (B)(6) 2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi- guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot# 6009944 and related malfunction codes. Two complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occured in switzerland. It was reported that the infusion set kinked cannula issue on (B)(6) 2025. The patient stated that due to kinked cannula, the patient experienced severe diabetic ketoacidosis which leads patient admission to intensive care unit. No further information available.